Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 402452 lead implanted 1999-(B)(6). (B)(4).

Event description:
It was reported that undersensing was detected on the right atrial (ra) lead. The lead was reprogrammed and eventually capped and replaced. No patient complications have been reported as a result of this event.